Manufacturer narrative:
(B)(4). The sample was not returned for evaluation. The sample was not returned for evaluation; therefore, the condition could not be confirmed or duplicated and the assignable root cause could not be determined. A batch review was conducted and no issues were found related to the reported condition during the manufacture of this lot. If additional information or samples become available, a follow-up report will be submitted.

Event description:
The customer reported to baxter (B)(4) a solution administration set that showed difficulties during use. According to the report, during the connection with a peripheral catheter there was no click heard during the connection of the rotating luer. This could lead to a weak connection that could lead to a leakage or the luer being connected too tightly causing the luer to break or become impossible to disconnect because the luer is stuck to the catheter. The condition occurred during patient use. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). The sample is reported to be available for evaluation. If the sample is received or additional information becomes available, a follow-up report will be submitted. This device is manufactured for distribution outside of the united states (us); therefore, it does not have a us 510k number. However, this MDR is being submitted because it is the same as or similar to a product distributed within the us.